Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not to be reviewed since the device manufacture date cannot be verified as the customer could not confirm the serial number of the iabp involved in the event. It was reported that this alarm occurred because the start button had been pressed prior to the balloon catheter being attached properly to the iabp. The iabp behaved appropriately and the alarm was due to user error.

Event description:
It was reported that during patient transfer the cardiosave intra-aortic balloon pump generated an autofill failure alarm. It was later reported that the patient died the day after this event. The death is not attributed to the iabp.

Event description:
It was reported that during patient transfer the cardiosave intra-aortic balloon pump generated an autofill failure alarm. It was later reported that the patient died the day after this event. The death is not attributed to the iabp.